Manufacturer narrative:
The initial MDR was submitted with the 510k number listed as k933386. It is corrected to read pre-amendment.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot # unknown. Medical device expiration date: unknown. (B)(4) device manufacture date: unknown. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that tubes held with bd vacutainer® single use holder too tightly cause the cap to separate. No injury or medical intervention.